Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bipolar bisector on the vasoview 6 pro was not sharp and was dull; the device was not productively cutting through tissue or vein branches. The case was completed using the device. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard spo's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).